Event description:
It is reported that a customer experienced high blood glucose of 404 mg/dl. The customer was using the pump for the first time. The customer was trained on the usage of the pump the previous day and is doing fine now. The customer's insulin pump works as deigned. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.